Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device had no telemetry upon return. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in reported clinical observations.

Event description:
Boston scientific received information that this pacemaker was explanted due to suspected premature battery depletion. This device appeared to exhibit a significant change in remaining longevity. In (B)(6) 2018 this device exhibited an estimated remaining longevity of approximately 7 years. Less than one year later, the local sales representative was programming this device to MRI protection mode and noted that the device indicated 1.5 years remaining. Device data was saved and engineering analysis was performed. Engineering confirmed the device did not appear to be operating as expected. This pacemaker was explanted on the same day the battery depletion issue was noted. No additional adverse patient effects were reported.